Event description:
It was reported that when autopulse li-ion battery with serial number (sn) (B)(4) was placed into any autopulse platforms, a "replace battery" message displayed on the platforms. However, other batteries worked fine in these platforms. Customer indicated that when the battery was tested in the charger, the green led illuminated on the charger, indicating that the battery was ready to be used. In addition, 4 green led bars illuminated when the status check button was pressed on the battery. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 01/07/2015 for investigation. Investigation results as follows: the li-ion battery was returned and evaluated. The reported complaint of the platform displaying a "replace battery" message was confirmed. The archive data was reviewed and the data confirmed that the battery was used on the reported date of (B)(6) 2015. Further analysis revealed that the conditional cycle was cancelled 4 times between (B)(6) 2014 and (B)(6) 2015 because the battery was being removed prematurely from the multi-chemistry (mc) charger. It is expected that the platform will display the "replace battery" message if the battery is not fully conditioned prior to being placed into the platform. The battery was re-conditioned by placing the battery into an mc charger for 24 hours and re-tested in an autopulse platform to confirm if the "replace battery" message would appear. The message was not seen after a full reconditioning cycle was performed. The battery performed as intended. The customer's complaint was confirmed. However, improper conditioning was identified as the cause of the reported issue.